Event description:
It was reported that air embolism, st segment elevation and heart block has occurred. During the pulse field ablation (pfa) to treat atrial fibrillation farawave was selected for use. The ablation was completed and post mapping was in process when slight st elevation was noted in ii, iii, avf which then progressed to sinus arrest which required pacing via quad catheter in ventricle. The pressure bag (500cc) was used for the irrigation of device. The irrigation bag was completely empty and then catheter was removed. Coronary angiogram was performed. During this time the st elevation resolved, and atrial activity resumed with av condition. Coronaries appeared open and sedation was stopped. Patient was admitted to ICU. The patient was discharged 1 day after the procedure with full recovery and no neurological deficits. The device is not expected to be returning as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.